Event description:
It was previously reported that the patient had become a non-user of his device due to pain when using the device. Device testing revealed that the device was functioning normally. The explanted device was returned to the company. The patient was reimplanted with another advanced bionics cochlear implant. Once more information is available, a supplement report will be submitted.